Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for a scheduled atrial fibrillation cardioversion through the implantable cardioverter defibrillator, and the first shock attempt failed. The patient later received a vibratory alert and presented to clinic for device interrogation, which revealed that the high voltage right ventricular lead impedance was high. The patient will continue to be monitored, and was in stable condition.